Event description:
It was reported that the device was not pacing, could not be interrogated, and did not respond to a magnet. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events inability to interrogate and no magnet response were confirmed. The reported event of no output was not confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.